Event description:
The customer reported to olympus that during the preparation before the examination and during the examination, the image noise occurred like a sandstorm on the entire screen, the endoscopic image could not be visually recognized, and other scope communication errors also occurred when the evis lucera elite xenon light source was being used in combination with the cv-290 evis lucera elite video system center. The unknown examination was completed using a different camera and restarting the power supply, wiping off the contacts of the scope connection. There were no reports of patient harm associated with this event. This complaint is related to patient identifier: (B)(6) (model number: cv-290 s/n:(B)(6).

Manufacturer narrative:
The device was returned to olympus for evaluation and the customer's allegations were not confirmed. The device evaluation found no malfunction. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation the specific cause of phenomenon could not be identified. Olympus will continue to monitor field performance for this device.